Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly. Customer's blood glucose level was unknown. Customer stated that the approximate size of air bubbles were various sizes of 1 centimeter. Customer stated that the location of the air bubble was tubing and reservoir. Troubleshooting was performed. The reservoir will not be returned for analysis.